Event description:
Per the clinic, the patient underwent revision surgery (B)(6), 2015 due to healing issues. The abutment was removed and a magnet was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.